Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 800.8000. Customer was having this error 800.8000 had customer to re flash the 8015 and this should correct that error code. Customer said ok I will try that and if I have any problems I will call back. I said ok and ended the call.